Event description:
Defibrillator pads sparked when used. Pt expired but not as a result of this malfunction. Pt was already in asystole when defibrillator used and back-up equipment was available. Co rep was notified of incident. Defibrillator mfg by same co was tested and no problem identified with it. The only problem noted was with the pads which had discoloration near the end of one electrode (proximal).